Event description:
The doctor reported that the pt had an allergic reaction during a prophy(air polishing) treatment. The pt immediately started to swell in the face, became flushed and their eye swelled shut. This condition continued for 2 days. The pt then went to the emergency room where they were administered by IV, benadryl and steroids. The pt then went to their allergist, who indicated that they may have had an allergic reaction to the mint flavoring in the prophy jet cleaning powder. The doctor reported in follow up with the pt, that pt had made a full recovery since the event. The pt had at least one prior prophy treatment before this event, without incident.